Manufacturer narrative:
This report is submitted on october 6, 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove the abutment. The implanted device remains.